Event description:
Patient who had an anterior cruciate ligament reconstruction some years ago. He also had a total knee arthroplasty performed in 2010. Following the total knee arthroplasty for arthrosis, he did not have a significant pain-free interval and continued to have anterior knee pain. After evaluation in our clinic, he was found to have significant improvement wearing an ap stabilization brace. For this reason, we were able to offer him a total knee revision to improve the anteroposterior stability of his joint in hopes of improving his overall functional result. He has had a thorough discussion of the diagnosis, the alternatives of therapy, the risks and benefits, the alternatives, and our recommendations. He has had an opportunity to ask questions which were answered. I believe he has adequate information to make an informed choice. He has decided to go ahead with a total knee arthroplasty revision on the left.